Manufacturer narrative:
The following additional information received per the medical records indicates that the patient had a history of deep vein thrombosis (dvt) and pulmonary embolism (pe). The filter was placed due to an abdominal hematoma which required the patient to stop taking heparin. The patient had a pe post a cesarean section on post-operative day one. During the implantation procedure, the filter was delivered from the femoral vein and deployed above the bifurcation below the renal arteries. Angiography confirmed the filter apposition. The patient tolerated the procedure well. According to the patient profile form (ppf), the patient underwent the unsuccessful attempt to remove the filter two months post implantation. Per the medical records, the filter was unable to be retrieved due to endothelialization. The patient also reports to have blood clots, clotting, and occlusion of the inferior vena cava (ivc) and to be suffering from pain and anxiety. A review of the manufacturing documentation associated with lot r1007153 presented no issues during the manufacturing process that can be related to the reported event. (B)(4). Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, filter embedding in the caval wall, failed removal attempt, and an inability to safely remove the filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Thrombosis within the inferior vena cava does not represent a device malfunction. The implantation date of the filter and the attempted retrieval date is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, filter embedding in the caval wall, failed removal attempt, and an inability to safely remove the filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information received indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, filter embedding in the caval wall, failed removal attempt, and an inability to safely remove the filter. The patient also reports to have blood clots, clotting, and occlusion of the inferior vena cava (ivc) and to be experiencing pain and anxiety. The indication for the device implant was deep vein thrombosis (dvt) and pulmonary embolism (pe) in a patient with an abdominal hematoma one day post cesarean section and the need to cease heparin therapy. The device was implanted via the right common femoral vein and deployed above the bifurcation below the renal arteries. Angiography confirmed the device apposition in the ivc territory and a well placed filter. The is reported to have tolerated the procedure well. Approximately two months later the patient underwent an unsuccessful percutaneous attempt to remove the filter. The device could not be removed due to endothelialization. The procedure notes confirmed patency of the ivc and the right and left common iliac veins. The plan at the time of the procedure was to continue coumadin therapy for a total of four months since the dvt diagnosis and if additional imaging documented patency of the lower extremity veins the coumadin would be discontinued. There is currently no additional information available. The product was not returned for analysis. A review of the device history record (DHR) revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Clinical factors that may have influenced the events include patient, pharmacological and lesion characteristics. Without the procedural films or post-placement imaging the reported events of retrieval difficulty,clotting and occlusion of the inferior vena cava (ivc) filter could not be confirmed, nor can a conclusion about a relationship between the reported events and the filter be drawn. Anxiety and pain do not represent a device malfunction and may be related to underlying patient specific issues. There is nothing in the reported information to suggest that there is a design or manufacturing related issue, as such no corrective action will be taken.